Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (1.5g daily for five days) for peritonitis. Four days later (after the culture results), intraperitoneal meropenem (500 mg daily for twenty one days) was added for the event of peritonitis. Extraneal, physioneal, and nutrineal therapies remained ongoing. At the time of this report, antibiotic therapy remains ongoing and the patient is recovering. No additional information is available.